Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 that appeared on the homechoice (hc) display during dwell 4 / 4. The supply bag was reportedly disconnected. The technical service representative (tsr) assisted the home patient (hp) to clear the alarm explained the alarm to the hp's husband. The hp would stop therapy for the day until talking to the nurse. No patient injury or medical intervention was indicated at the time of the initial report. Per 2240 call script: the hp was connected to the hc cycler at the time of the alarm. The hp did not disconnect any time prior to the alarm. All the bags were not properly spiked and connected, as the bag disconnected after falling. Proper procedures per the user manual were reviewed with the hp. The hp had discarded the sample. During a follow up phone call by product surveillance to the hp's husband on (B)(4) 2010 regarding the 2240 alarm due to bag disconnecting, it was explained that the husband was using an extension line, and his foot accidently wrapped around the tubing, and pulled on the bag, causing it to fall. The husband confirmed that he did not notice any defects on the supplies. Per hp's husband, the hp did not have any injury or harm as a result of this incident. The husband had discarded the supplies from that day, and did not have the lot number. No patient injury or medical intervention was indicated at this time.

Manufacturer narrative:
(B)(4). This complaint was for a system error 2240 (air in set) alarm which occured during dwell cycle 4 of 4 caused from the supply bag falling and disconnecting was not confirmed due to a lack of sample; however, per the complaint information the most likely cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The lot number is unknown therefore a batch review was not performed. It was stated that the hp was using extension line and his foot accidently wrapped around the tubing, and pulled on the bag, causing it to fall. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause will be identified/addressed through the CAPA investigation, (B)(4).